Event description:
It was reported that during a procedure for prolapse and hemorrhoids, the device cut but did not form staples properly. They sutured to close. There was no adverse patient impact.

Manufacturer narrative:
Information anticipated, but unavailable at this time.